Event description:
Bard max-core biopsy device misfired during prostate biopsy. New max-core biopsy device obtained and used for remainder of biopsy procedure. Defective device kept for further investigation. Notified bd/bard rep and coordinated return of the device ref #: (B)(4). Lot #: rekt3772. Manufacturer response for disposable biopsy device, bard max core disposable core biopsy instrument (per site reporter). Meeting with bard and [redacted] with bard executive, safety & quality, and post market surveillance team to review results of their investigation since [redacted]-last 3 months- events started getting reported